Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture was not present when the plunger was removed. The suture of one prostyle device was successfully pre-placed. The sheath was upsized to 14f, and the procedure was completed. One additional prostyle was then placed. Hemostasis was achieved with the two sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.